Event description:
A customer reported a connection issue while using a capd uv-flash disconnect set. According to the report, a gap was noticed between the y-set and the transfer set. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation without the involved transfer set. A visual inspection was performed with no issues noted. Leak, clear passage, and clamp function testing were performed with no issues identified. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.